Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. Efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had tachycardia, experienced dizziness, shortness of breath, palpitations and then passed out. The patient contacted her clinic that day but did not hear back from them and already had a scheduled visit for the following week. However, the next day, the patient was driving, felt dizzy and ran into a truck with her car. The patient contacted her clinic again and was instructed to performed a patient initiated interrogation (pii) and refer back to her physician. No adverse patient effects were reported.